Manufacturer narrative:
Device was also allegedly involved in this event. Devices not returned for eval as yet.

Event description:
It was reported that the blade broke at the locking mechanism during a total knee replacement. The broken pieces did not fall into the surgical site. There was no pt injury reported. The procedure was completed without issue.